Manufacturer narrative:
Combination product: yes.

Event description:
Home monitoring reported shock impedance intermittently out of range (>100 ohms). Overall observation show shock impedance and pacing impedance have gradually increased since implant. Sensing amplitude appears stable with no noise. Threshold measurements unavailable. Advised further lead evaluation. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.